Event description:
It was reported that the right ventricular (rv) lead exhibited noise. It was also reported that during revision procedure it was observed that the svc portion of the rv lead came out of the non medtronic device without unscrewing. It appeared to be an improper device/svc lead connection. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).